Event description:
Customer called and stated when she pressed down on the toggle switch, fire shot out of the opening and caught the rest of the cord on fire almost causing it to break in two. Burned her hand, but did not require medical attention.

Manufacturer narrative:
Out inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. The inspection also revealed customer misuse as out inspection found: cord cut/burned strain relief, broken/missing trigger, broken/missing spring, pad bunched, bent/broken lead, thermostat discoloration, pad cut or torn. This tells us that the pad was not being properly used as per out instruction in the manual. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have made a design change in early 2014 to move to a more robust, round, svt cord to make it more difficult to misuse the prod to the point where the cord fails. Since the change we have not seen any cord break failures like this.